Event description:
Procedure: thoraco/wedge/segmental resection. According to the reporter: the surgeon found difficulty in inserting the instrument, so could not insert properly. It was confirmed that the outer sleeve was deformed. A new instrument was opened. Operating time extended: less than 30 min. Tissue damage: no. Nothing fell into the cavity. No bleeding. No patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).